Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, a possible setscrew issue was noted on the cardiac resynchronization therapy defibrillator (crt-d). While attempting to secure a lead pin into the left ventricular (lv) lead connector port, it was noted that the setscrew was "stripped." Multiple wrench kits were attempted but the issue persisted. Given the patient's dependency status and use of temporary pacing via the analyzer, a new device was requested. The lv lead pin was successfully inserted and tightened into the new device connector block and the remaining leads were connected without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The analyst noted that the left ventricular (lv) setscrew was removed and microscopically inspected for thread damage and none was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.